Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot : manufacturing location: monument manufacturing date: 28-feb-2022 expiration date: unknown part number: 04.233.031s,10mm/rfn/300mm/10 ang/poly inlay/ster lot number: 603p789 (sterile) lot quantity: (B)(4). Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿poly inlay diverged from its position.¿ does not indicate breakage of the nail. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review : a manufacturing record evaluation was performed for the finished device with batch number 603p789. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery for supracondylar femur fracture with the rfna. After opening the product in question, it was confirmed that the poly inlay which built in the rfna obviously diverged from its position. The surgeon put the poly inlay back to rightful position by bare hands, then checked the interference and used it. The surgery was completed successfully with no delay. No further information is available.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.